Event description:
A pt was implanted with a vectra construct at c3 - c7 on an unk date. Two of the screws were noted to be backing out of the plate at c4 and c7. The surgeon does not plan on revising the pt at the moment and will continue to monitor the pt. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.